Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.

Event description:
During inflation, the cypher stent delivery system (sds) balloon ruptured. There were no pt demographics disclosed. The target lesion was the proximal left anterior descending branch (lad6). The lesion was a de novo, slightly calcified, tortuosity unk. There was 90% stenosis. Pre-dilation was conducted with a voyager balloon (size unk). The cypher was delivered to the lesion and was being inflated slowly, when the balloon ruptured at 16 atm (inflation time, unk). The sds was retrieved and the stent was post-dilated with a balloon (product and details of inflation is unk). The stent was implanted at the target lesion successfully. There was no reported injury to the pt. The product was clinically used and only the sds will be returned for analysis.